Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the pump was protruding and the area was red and inflamed. The reporter was unsure if there were any environmental, external, or patient factors that may have led or contributed to the issue; unsure if any diagnostics and/or troubleshooting had been performed; and it was unknown at the time of the report what actions/interventions were taken. The issue was not resolved. The patient status was reported as ¿alive ¿ with injury¿. The injury was noted to be ¿pump protruding from skin and infected¿. Additional information received on (B)(6) 2017 reported that the actions and interventions taken to resolve the pump protruding and infection was the pump was explanted on (B)(6) 2017. No further complications have been reported as a result of this event.